Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection was reported. The patient stated they ended up in the hospital for a hypoglycemic event in which the patient did not have connectivity on their mobile application. No further event or patient information was provided.